Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, though at the time of contact the button functioned and the agent provided troubleshooting guidance. Symptoms included no reported adverse clinical effects and no impact to blood glucose values. Outcomes included no need for medical intervention and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed no reproducible malfunction and no identifiable device component failure at the time of assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.